Event description:
It was reported that the ilet user requested assistance with a full supply change while using teflon infusion sets noting they had incorrectly deployed an infusion set prior to calling. After which an agent guided a full supply change and resumed insulin delivery with no effect on blood glucose. No reported symptoms. Outcomes included successful troubleshooting and education with continued therapy and shipment of replacement supplies via standard shipping. Investigation included remote guidance to complete the supply change and verification of proper infusion set connection. Investigation of this case revealed user handling error related to infusion set deployment, which was corrected through education. It was concluded, based on previously established findings for similar reports, that the cause was use error.